Manufacturer narrative:
Date of event: date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient's ins stopped working almost two months ago. They realized that the ins stopped working when they were unable to turn the ins on. The patient was looking to get their ins checked by a representative. No symptoms or further complications reported.